Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the top switch of device is stuck. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the service history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: service history review of the device has been performed. The review indicates that the device has not been serviced during the past six months. There is no information relevant to the current complaint issue. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a service and repair evaluation was completed: the device failure reported by the customer could be confirmed. The service technician noted that the upper switch is blocked. The service history review shows no previous service conditions relevant to the current complaint issue. The device has been serviced and functional testing has been performed in accordance with the service manual. During the pre-repair diagnostic assessment the service technician identified the failure code as trigger / slider blocked, jammed. The service technician identified the probable root cause as care and maintenance faulty. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.